Event description:
The sorin warming/cooling units purchased by our facility were recently replaced because of a problem with infection control and proper cleaning between uses. Our facility purchased 8 units to replace the previous units since the design of the previous units made it impossible to properly clean even following the manufacturer's instructions for use (IFU's). The tubing, connectors and accessories were all new when purchased with these machines. No warming blankets have been connected to these devices. The fan from these machines is vented out of the or exhaust intake, away from the patient and surgical field. The newly purchased sorin units have also demonstrated a design such that they cannot be properly cleaned following the manufacturer's IFU's, and they have tested positive during identification surveillance for contamination, even after cleaning. Currently, one device (machine a) has tested positive for mycobacteria and four of our other new machines (c, d, g, and h) had uninterpretable (cultures were overgrown to the point we could not isolate specific bacteria) results and increased heterotrophic plate counts. Machine a was a new machine purchased off of loan from sorin 9 months ago. Upon purchase of these machines, we completed a "deep clean" prior to putting each machine in service. We also put the new water lines and connectors on so we had completely new everything to start. Our facility is continuously monitoring these heater coolers for potential contamination, following the instructions per use (including adding hydrogen peroxide weekly) and ensuring exhaust from these machines is vented out of the operating room. The sample from machine a which tested positive was from 3 months ago, as it takes time for the cultures to be grown sufficiently to be interpretable. Source flora testing performed at our facility (post faucet, filter, tubing) all returned negative. We use filtered water with a 0.22 micron pall filter. No patient infections have currently been reported related to these devices. These machines have been in use at our facility since 2007. Manufacturer response for warmer/cooler for bypass surgery, sorin 3t (per site reporter): there is ongoing dialogue with the manufacturer who states that they have also reported this issue to the FDA. The manufacturer has recommended our facility file a report with FDA.